Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during an implant attempt, perforation of the subject lead by a stylet was observed in the region 3cm from the distal tip. Another lead was subsequently implanted.